Event description:
According to the reporter, during a robotic laparoscopic procedure, the bag was torn and partially detached from the ring. It was noted that the specimen fell out of the bag into the patient's cavity and was retrieved. A second procedure was performed two weeks later and it was noticed that a plastic was left in the patient's cavity. The plastic was removed by using the graspers.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic laparoscopic procedure, the bag was torn and partially detached from the ring. It was noted that the specimen fell out of the bag into the patient's cavity and was retrieved. A second procedure was performed two weeks later and it was noticed that a plastic was left in the patient's cavity.